Event description:
It was reported during the procedure after implant of the patient's implantable pulse generator (ipg) that the elective replacement indicator (eri) displayed after ipg interrogation. The eri was reset and all functions appeared as expected. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.